Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic following a heart procedure unrelated to the device. Upon interrogation, the pulse generator exhibited intermittent undersensing. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.